Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer alleged was hospitalized for high bg, dka and pump under delivery. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. History download was successful using thus and carelink upload was successful. Reviewed bolus delivery on (B)(6) 2021. (B)(6) 2021 00:03:26.000 normalbolusdelivered = bolus wizard normalbolusamountprogrammed = 24.6 bolusamountdelivered = 24.6 (B)(6) 2021 05:33:55.000 normalbolusdelivered = bolus wizard normalbolusamountprogrammed = 25 bolusamountdelivered = 25 (B)(6) 2021 08:06:02.000 normalbolusdelivered = bolus wizard normalbolusamountprogrammed = 6.6 bolusamountdelivered = 6.6 (B)(6) 2021 08:09:46.000 normalbolusdelivered = bolus wizard normalbolusamountprogrammed = 24.7 bolusamountdelivered = 24.7 (B)(6) 2021 09:01:43.000 normalbolusdelivered = manual bolus normalbolusamountprogrammed = 10 bolusamountdelivered = 10 (B)(6) 2021 11:20:17.000 normalbolusdelivered = bolus wizard normalbolusamountprogrammed = 24.3 bolusamountdelivered = 24.3 (B)(6) 2021 15:07:58.000 normalbolusdelivered = bolus wizard normalbolusamountprogrammed = 16.3 bolusamountdelivered = 16.3 no bolus anomaly, "no delivery alarm" or pump suspend noted on 24-sep-2021. Unit had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Device tested ok with no device problem found. Test analysis indicates possible under delivery anomaly is not confirmed. Unable to verify customer alleged for high bg and dka. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2021. Customer was in emergency room. Blood glucose at the time of event was 800 mg/dl. The customer did experienced symptoms such as abdominal pain and tightening of muscles result of high blood glucose. Customer was treated with manual injection and intravenous insulin. Test positive for ketones. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode feature at the time of high blood glucose event. Based on customer report customer allege insulin pump was under delivering as blood glucose goes to high. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. History download was successful using thus and carelink upload was successful. Reviewed bolus delivery on 24-sep-2021. No bolus anomaly, no delivery alarm or pump suspend noted on 24-sep-2021. Device had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.